Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received what appeared to be a shock during a scheduled unrelated procedure. Technical services (ts) analyzed device episode data and found oversensing of noise during the procedure which resulted in inappropriate anti-tachycardia pacing (atp). No shock was delivered. No adverse patient effects were reported. Currently, this ICD remains in service.